Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing open wounds were being exacerbated under the lifevest equipment. Patient described the area as open wounds on the back that were seeping and oozing. There was no alleged device malfunction contributing to the wounds. The patient¿s nursing team was addressing the wounds in the ICU step-down unit the patient was admitted to. Follow up indicated that the wounds improved.